Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient had a pump refill on (B)(6) 2021 and when reading the pump, the expected volume was 3.2 ml but the actual reservoir volume was 7 ml. Of note, the patient's pump was oblique and difficult to access. There was a leathery feeling mass above the patient's pump that made repositioning the needle difficult. Later that evening of (B)(6) 2021 it was reported that the patient was more somnolent; however, it was noted that the patient has a history of somnolent episodes that can last greater than 12 hours that occur several times monthly. It was also reported that the patient was found poorly responsive with some secretions in their nose. The patient was hospitalized and was intubated. There were reports of food in the airway and concerns of aspiration pneumonia due to chest x-ray findings and elevated inflammatory markers. On (B)(6) 2021, the pump was accessed and the programmer stated there should be a reservoir volume of 18.8 ml but the actual volume was 7 ml of fluid. Of note, an abdominal CT was obtained and no fluid was noted around the pump or along the pump tubing on (B)(6) 2021. There was no sign of a catheter disruption. The pump was again accessed on (B)(6) 2021 and the expected reservoir volume should be 8.6 ml but the actual reservoir volume was 8 ml. On (B)(6) 2021 the pump was accessed again and the expected reservoir volume should be 8.6 ml but the actual reservoir volume was 11 ml. There were no alarms noted at any of the refills. The patient's spasticity remained at baseline throughout their admission without signs of withdrawal. Supplemental baclofen was started for concerns of possible withdrawal but was later weaned. The cause of the patient's respiratory depression were unclear. The hcp stated that there could have been a potential pocket fill of around 9-11 ml. It was not clear to the hcp if that amount of intrathecal baclofen would've cause the patient's clinical picture. The hcp was also concerned about the patient's pump motor function and wondered, given the larger than expected reservoir volume on (B)(6) 2021 and then the inconsistent reservoir volumes noted throughout the admission, if the patient's pump motor could be speeding up and slowing down. The patient was extubated on (B)(6) 2021 and discharged to home on (B)(6) 2021 on room air. It was noted that the patient returned to their baseline mental status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 840 mcg/day) via an im plantable infusion pump. It was reported that the patient's pump was filled on friday around 1pm and the patient was intubated at 11pm the same day. It was noted that the patient was hospitalized, unresponsive, hypertensive and they were questioning sepsis. The refill was difficult and they expected 3.2ml but actually aspirated 7ml. The caller stated that he had to reposition the patient several times, but the refill was normal. The caller stated that the patient had woken and would probably be extubated today.